Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device has decreased between 6 and 12 months post-activation. He reports intermittencies in sound and his ability to understand speech fluctuates. No incident of accident or trauma is reported. Re-implantation has been scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is final report.

Event description:
The recipient's hearing performance with the device has decreased between 6 and 12 months post-activation. He reports intermittencies in sound and his ability to understand speech fluctuates. No incident of accident or trauma is reported. The recipient was re-implanted.